Manufacturer narrative:
Reported event: an event regarding loosening and disassociation involving a midshaft femoral replacement, femoral component was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for patient specific midshaft femoral replacement which was inserted on (B)(6) 2011. The surgeon reported loosening of the distal fixation. The x-ray images provided show radiolucency around distal stem and the screws. One of the screws was possibly slightly backed out. The femoral implant was not in line with the tibial bone. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient-specific implant request form was received for the patient's left midshaft femoral replacement. Noted on the form: "left femur intercalary custom implant loosening with past history of femur bone sarcoma...while retaining the well-fixed proximal component, plant to remove the loosened distal component and resect the distal femoral condyle. A patient-specific distal femur component that mates to the retained proximal component by bolt screws. The current femur head/ neck is retroverted. The new distal femur component should restore the normal axial rotation so that the femur head/ neck has 10-15 degrees of anteversion..."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient-specific implant request form was received for the patient's left midshaft femoral replacement. Noted on the form: "left femur intercalary custom implant loosening with past history of femur bone sarcoma...while retaining the well-fixed proximal component, plant to remove the loosened distal component and resect the distal femoral condyle. A patient-specific distal femur component that mates to the retained proximal component by bolt screws. The current femur head/ neck is retroverted. The new distal femur component should restore the normal axial rotation so that the femur head/ neck has 10-15 degrees of anteversion..."